Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the device had no sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse was able to confirm that the device was not providing sound output. Diagnosing found no error code and confirmed a speaker malfunction. The fse replaced the speaker and audio function returned to normal. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.